Event description:
This is a case that was reported to a baxter business representative from the (B)(6). While using a colleague pump, a free flow of propofol was experienced by the patient. It was reported that during an infusion of propofol with a colleague pump, a patient became restless and agitated so the rate and volume of infusion was changed to 999 milliliters (ml)/hr and 1ml to be infused. When approximately 0.2ml had infused the colleague pump alarmed system failure 812.01. The nurse checked the patient and then the colleague pump. The nurse downloaded the set from the colleague pump but the blue slider clamp had not closed resulting in the patient receiving a free flow of propofol. The nurse immediately closed the roller clamp on the set. The patient's blood pressure had fallen from 201/78 to 86/43. The pump was removed from use. The software version for this pump is unknown at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been requested for evaluation but has not yet been received.